Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. Nav-ring not responsive. The front bezel was replaced. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Nav-ring failure. No patient involvement.